Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that, "while preparing for a case, well before the pt was in the operating room, it was noticed that an ampoule was cracked and empty."